Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on knob, water tightness was lost. Due to damage of the right/left knob, water tightness was lost. Due to damage of the up/down knob, water tightness was lost. Due to wear of flexibility adjustment ring, flexibility adjustment function did not work. Ceiling plate was deformed. Scope-cover had a crack. Due to damage on charge-coupled device unit, the image had white dots. Adhesive on the distal end had a chip. The connecting tube had coating peeling. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage of the channel-tube, forceps could not be inserted smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had leaking of the handpiece. The issue was found during reprocessing. Inspection and testing of the returned device found insufficient or incorrect reprocessing scope was used. No foreign material was exiting the channel. It remained inside the channel. The clogging could not be removed due to the buckling of each channel or nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of from the reprocessing failure could not be determined on how the foreign material was present or what the foreign material is could be. Olympus will continue to monitor field performance for this device.